Manufacturer narrative:
The s5 gas blender device was requested for a dedicated investigation. The unit was found working as expected and to be performing within specification. However, the error code e1 during the pre-calibration phase in air was displayed. No components were replaced during the final technical safety inspection performed before shipping the unit back to the customer. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The error code e1 (set value ¿ actual value comparison error) was caused by a defective mass flow controller for air. Based on the investigation performed for similar cases, the same defective component is the most likely root cause of the out of specifications values reported in the complaint event description. The risk is in the acceptable region. Livanova will keep monitoring the market for similar events.

Event description:
See initial report.

Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or non-conformities relevant to the issue. Based on device manufacturing date (2011) and investigation results for previous similar complaints, it cannot be ruled out that an intermittent malfunction of internal components (air or o2 mass flow controller/flow sensor) due to wear could have led to the reported issue. The wearing of electro-mechanical components can be originated by the specific use condition at customer site and may have contributed to the event. There is no adverse trend for this type of failure. The unit was requested in order to undergone a repair activity at the manufacturer site but not yet received. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova (B)(4) received a report that during functional check during maintenance and inspection, the measured flow value of the s5 gas blender system fell below the lower limit by about 0.3 to 0.5 lpm. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.